Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized two weeks ago. Customer's blood glucose level was 24 mmol/l to 26 mmol/l. The customer vomited before going to the hospital. The customer experienced a diabetic ketoacidosis and their ketones were high. The customer was given insulin via an IV. The customer was wearing the insulin pump at the time of hospitalization. The infusion set's needle was slightly bent at the end. The device was not returned.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was communicated properly with blood glucose meter. The insulin pump was received with cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.